Manufacturer narrative:
Corrected/updated data: (date of report); (date of implant); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was due to a femoral neck fracture (beyond 3 months of post op).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system (left); reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Primary surgery was (B)(6) 2006, which was a resurfacing, 999805057 asr femoral implant size 57 1175682, 999805764 asr acet implant size 64mm 1870319. Revision surgery on (B)(6) 2007, which was then an xl implant, 999800102 asr unipolar sleeve adaptor 2331576 l, 999890157 asr uni femoral head size 57mm 2193007 l. Update received 25th july, 2013. Reason for revision amended. Reason(s) for revision: component loosening (head). Update 14 jan 2015. Xl products revision surgery scheduled for (B)(6) 2015. Added unknown stem and updated all products. Added alval / soft tissue reaction as reason for xl revision.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.